Manufacturer narrative:
Concomitant medical products: cup hip generic winterthur implant, catalog no# unknown, lot no# unknown. Head hip generic winterthur implant, catalog no# unknown, lot no# unknown. Therapy date - unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that 3 patients had been implanted with alloclassic stem and underwent revision due to aseptic loosening.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item numbers are available. Event summary: journal of orthopedics published the article: 30-years of experience with the cementless implanted alloclassic total hip arthroplasty system - an ultra-long-term follow-up (pisecky, 2018:15). The study was to evaluate the long-term results of the zweymüller hochgezogen and sl total hip arthroplasty system. This study reviewed 186 alloclassic stem systems (zweymüller hochgezogen (112) and sl (74)), implanted in 179 patients from 1986 to 1987 with two different types of cementless acetabular components. 143 patients had died over the last 30 years, so thirty out of 36 patients being still alive. From the follow up, it was noted that three patients had to be revised due to aseptic loosening. No additional patient specific information about the three cases is provided. Review of received data no medical data such as x-rays, surgical notes, pictures or any other case-relevant documents received from the follow-up requests for any of the three cases.. Devices analysis none of the three revised stems was returned to zimmer biomet for in-depth analysis. Review of product documentation - compatibility: compatibility check could not be performed as only the stem system (zweymüller hochgezogen and sl) and the cup system (alloclassic csf and endler) was reported. However, no information about the implanted head and insert type is given. Root cause analysis due to significant lack of information, it was impossible to perform a meaningful selection of possible causes for the reported event. However, all possible causes related to the reported alloclassic stem system are listed in the corresponding risk worksheet for alloclassic hip stem. Conclusion summary the article: 30-years of experience with the cementless implanted alloclassic total hip arthroplasty system¿an ultra-long-term follow-up, by pisecky et al. Published in the journal of orthopedics (pisecky, 2018:15) aimed to evaluate the long-term results of the zweymüller hochgezogen and sl total hip arthroplasty system. The study reviewed 186 alloclassic stem systems (zweymüller hochgezogen (112) and sl (74)), implanted in 179 patients from 1986 to 1987 with two different types of cementless acetabular components. From the follow up, it was noted that three patients had to be revised due to aseptic loosening. No additional patient specific information about the three cases was provided. Neither x-rays, operative notes, office visit notes, the retrievals, photos of the retrievals nor device identifictions (ref and lot) were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Further, as no case specific information was provided the complaints could not be confirmed. Consequently, no exact root cause could be determined. [1] pisecky, l., hipmair, g., schauer, b., böhler, n. (2018): 30-years of experience with the cementless implanted alloclassic total hip arthroplasty system - an ultra-long-term follow-up. Journal of orthopedics 15 (2018) 18-23. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).